Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.2mm, vicmo13.2, -15.0 diopter, implantable collamer lens was implanted into the patients right eye (od) and removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown

Manufacturer narrative:
Corrected data: b4 - (B)(6) 2019 should be corrected to (B)(6) 2019. G4 - 17-dec-2019 should be corrected to 18-dec-2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).